Event description:
Caller alleged discrepant results with the inratio2 meter compared to the lab. Results as follows: date: (B)(6) 2012, inratio2: 3.3, lab: 2.6, comments: time between tests not given. Date: (B)(6) 2012, inratio2: 1.0, lab: 2.3. Comments: results were taken within 30 minutes of each other. Patient's daughter called in to report discrepant results. On (B)(6) 2012, patient was told to increase her dose of coumadin due to the reading on the inratio meter. Patient took one dose of the increased coumadin on (B)(6). Later that afternoon ((B)(6)), the lab results were reported to the doctor. At that time, he told the patient to go back to her normal dose of coumadin she was on previously. Patient only took one dose of the increased coumadin based on the inratio2 inr. Patient's therapeutic range is: 2.0-2.5.

Manufacturer narrative:
Investigation pending.